Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the part on the bottom of insulin pump, next to where the clip wraps under, that was broken off and exposing the silver underside of the reservoir. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.